Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Remainder of device was discarded.

Event description:
It was reported that during a left tibial plateau procedure, a drill bit broke approximately halfway through. A second drill bit was used and also broke approximately halfway through. The broken portion of the bits in the patient's bone were left in. The targeter had to be removed and the procedure continued percutaneously without the targeter. Surgery was completed successfully with a delay of approximately 35 to 40 minutes. Surgeon reported patient's bone quality as average.